Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was further reported that according to the physician, the patient's heart function generally bad. The death was due to a concurrent illness. No electrocardiography was performed and there was no data suggested stent thrombus.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4)

Event description:
Same case as MFR report #: 2134265-2009-01646, -01643, -01642. Surveillance study. It was reported that 394 days following a coronary artery drug eluting stenting treatment procedure, the pt developed deteriorating angina and in-stent restenosis. The initial procedure treated the 99% restenotic, 2.75x120mm mid rca (right coronary artery) lesion. Treatment consisted of predilation using a 2.5x15mm balloon at 8atm, placement of four overlapping taxus express2 stents (three 2.75x32mm and one 3.0x32mm at 12atm each), and post dilation resulting in 0% residual stenosis and successful positioning and expansion of the stents. The pt was discharged one day post procedure. No angina was found at the one, six, and nine month follow up visits. The pt was reported to be taking bayaspirin and panaldine at each of the follow up visits. On day 394 , deterioration of angina pectoris was found. On day 408, an amputation of the left leg was performed, due to the pt's comorbidities. Due to the surgery, antiplatelets were stopped temporarily. On day 414, 75% in-stent restenosis of the mid rca was found, and treated with balloon angioplasty resulting in 0% residual stenosis. Antiplatelets were reintroduced on day 419 and the pt remained hospitalized in orthopedics for rehabilitation unit day 442.

Event description:
Additional information received indicated the patient expired in (B) (6) 2009. At the time of death, the patient was hospitalized due to a gangrenous lower extremity. The extremity was amputated and the patient expired two days later. The cause of death was unknown and no autopsy was performed.